Event description:
Cna was transferring resident from bed to chair using lift. Resident had been placed on lift pad & loops had been secured to lift hooks. Loop on right side of upper portion of lift pad became disengaged during or prior to transfer & the resident fell to floor, striking head & scraping right forearm on bedside stand resulting in small skin tear. Sustained hematoma to back of head with small amount of bleeding. Discoloration to right shoulder. X-rays of skull & right shoulder done to rule out fractures. X-rays were negative for fractures. First aid done by charge nurse immediately. Ice applied to back of resident's head. Neurological checks were done for 48 hrs. No complications occurred as a result of the fall.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - inadequate. Conclusion: intermittent failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device recalled by manufacturer/distributor, other. Invalid data - on device destroyed/disposed of status.